Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) female consumer reporting on self from the united states. The consumer was allergic to sulfa and penicillin. The concomitant medications were not reported. On (B)(6) 2011, the consumer used o.b. Super non-applicator vaginally, one tampon, three to four times, for menstruation (lot number, expiration date unspecified). On the same day when she removed the tampon, out of three to four times of use, two times the tampon fell apart while removing and the cotton was stuck in her vagina. She was able to remove it by herself. The consumer stated that, it hurt while inserting and removing the tampon. On the same day, the device was discontinued and the events resolved. This report was assessed as non-serious event. The company causality was assessed as possible. No sample was received for evaluation and as a lot number was not provided with the complaint the device history record cannot be reviewed and the retain sample cannot be verified. A review of the data associated with these complaint categories revealed no adverse trends. Complaint trends will continue to be monitored. This report was also considered as reportable malfunction in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.